Manufacturer narrative:
Added h.6 codes to type of investigation and investigation findings. Corrected h.6 codes to investigation conclusion. The device was not returned to edwards for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site and two struts appeared bent outwardly at the inflow side of the valve during procedure. Additionally, two struts were noted bent outwardly at the inflow side of the valve post procedure. The sheath shaft appeared damaged. Calcification and tortuosity within the access vessel was noted. The IFU and training manuals were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage during use. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to the corrective action. The frame damage during use was confirmed based on imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, high push force was noticed when valve was taken through sheath. Valve alignment normal. On the aortic arch, bent struts were noticed.'' Per imagery, the patient's access vessel had presence of calcification and tortuosity. Case notes state that the root cause of the event was calcified vessel structure per medical opinion. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement through sheath, leading to resistance and high push force. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching the sheath shaft and resulted in the bent strut damage. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case while advancing the valve through the sheath bent struts of the valve were noticed. The decision was made to remove the crimped valve from the patient. The maneuver caused trauma to the iliac artery. Three endovascular prothesis were placed. Open surgery was performed to close the femoral artery. Per the physician, the cause of the event was the patient's calcified vessel structure.